Event description:
It was reported there was a confirmed motor stall. There were multiple motor stall and recoveries per the pump logs. The pump was replaced. The pump was delivering dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.